Event description:
It was reported that during a chest tube placement procedure a guide wire fracture occurred. The physician advanced the 75cm amplatz super stiff guidewire to the intended location. The physician was attempting to place a 10fr and 12fr test tube. The amplatz wire became cause on the plastic end of an unspecified catheter and the distal tip of the wire detached. The physician successfully snared the detached wire tip and removed it from the patient. Another unspecified guide wire was used to successfully complete the procedure. No further patient complications were listed and the patient¿s status is unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).